Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose had been high and then she experienced low blood glucose. The customer stated that on (B)(6) 2016 it was in the 200 and 300 mg/dl. She stated that at 7.45pm she was at 254 mg/dl, took 5 units and at 9pm she dropped to 38 mg/dl, which she treated with food. The customer also indicated that her blood glucose the day of the call was 346 mg/dl and 365 mg/dl and it would not come down. The customer declined to check for site, set or insulin issues, the settings and the high pressure test was not performed. Troubleshooting for low blood glucose was declined. The customer stated she had been treating with the insulin pump only. It was advised to change the entire set, reservoir and insulin and treat per doctor's instructions. The insulin pump will not be returned for analysis.